Event description:
It was reported that during a lower anterior resection procedure, the doctor was trying to place the device around the rectum during the distal transection of an lar. While trying to place the device in the pelves they were holding on to the handle of the instruement and sometimes wrapping their fingers around the firing handle. Due to the size of the tumor and the narrow pelvis, they were not able to get the device for the proximal transection. A crunch was heard when the instrument closed and upon opening the contour after firing, the colon was sticking to the anvil of the instrument. It looked like uniformed staples in the instrument caused the colon to stick to the device. There was no patient consequence.